Event description:
It was reported that the bd integra had a needle retraction failure. The following information was provided by the initial reporter: it was reported by the customer that an integra safety needle 23g that did not retract. Verbatim: (B)(6) had an integra safety needle 23g that did not retract. Lot #3325723.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material: 305271, batch#: 3325723. It was reported by the customer that an integra safety needle 23g that did not retract. Verbatim: southcoast health had an integra safety needle 23g that did not retract. Lot #3325723.